Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized with low blood glucose levels and was unconscious. No troubleshooting was performed. The nurse did say that the customer may have double bolused. No further details provided.